Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in france.

Event description:
It was reported that during an unknown time, the mesh was irregular. There was no information available about the patient impact. Due diligence is complete and there is no additional information available.